Event description:
After procedure and before dressing an area approximately 1 inch x 0.25 inch was discovered white in color. Doctor was notified and operating room manager. Silvadene ointmentment and dressing applied. Product and package was saved. Representative notified. No recalls on lot numbers, but all products with same lot numbers removed and sent to representative/company. Incident report given to risk management nurse.